Event description:
Cpi received info that these two possis sutureless myocardial leads, (4320's) were removed from service due to insulation abrasion. Both the (4320's) were capped. An endotak down-sized lead (0125) was impalnted.